Manufacturer narrative:
Exemption number: e2015015. In telephone contact, the dentist informed that he did not have information about lot number of the product.

Event description:
(B)(4) - the dentist reported that 3 months after dental implant was installed in intraoral region 30#, its non-osseointegration was observed. In addition, the patient presented bone type ii.